Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis of the catheter, model# 8709sc, serial# (B)(4), found an indent in the cup of the sutureless connector. Leaking was seen from the cup of the sutureless connector.

Event description:
On (B)(6) 2016 rp (hcp): information was received from a healthcare provider (hcp) regarding a patient who received gablofen baclofen (500.0mcg/ml, 69.95mcg/day) in an implantable pump for intractable spasticity and cerebral palsy. The pump was prophylactically removed on (B)(6) 2016 to avoid in-vivo battery depletion. The estimated elective replacement indicator (eri) was 4 months at the time of replacement. During the procedure, the pump connector was also replaced due to "white gunk" observed in the sutureless connector. No diagnostics were performed on the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.